Event description:
It was reported that a service field engineer received an electric shock while servicing a prestilix 1600 cabinet. The field engineer received an electro-cardiogram and blood tests. No serious injury was reported.